Manufacturer narrative:
Insulin pump received with button error alarm and no act button response due to corroded keypad traces. Unable to perform the displacement test due to no button response. Insulin pump received with cracked reservoir tube lip, minor scratched lcd window, and scratched reservoir tube window. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed button error. The buttons on the insulin pump were unresponsive. He held the up and down arrow buttons for more than three minutes because they were not responding. Customer's blood glucose level was 86 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.